Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "hsg test done which confirmed that the essure device was unsuccessfully occluded" on (B)(6) 2011. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain") and menstrual disorder ("abnormal menstruation"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation, pelvic pain and menstrual disorder outcome was unknown. The reporter considered device dislocation, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirmed essure device unsuccessfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device / malposition of essure device") in a 36-year-old female patient who had essure (batch no. 752413) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)." On (B)(6) 2011. The patient's concurrent conditions included headache and abdominal aneurysm. Concomitant products included anovlar (loestrin) from (B)(6) to (B)(6) for contraception as well as paracetamol (acetaminophen), quinapril since (B)(6) and verapamil since (B)(6). In (B)(6) 2010, the patient experienced pelvic pain ("severe pelvic pain, pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), depression ("depression"), anxiety ("mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (bilateral salpingectomy, hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, menstrual disorder, vaginal haemorrhage, menorrhagia, female sexual dysfunction, cystitis, migraine, headache, depression and anxiety outcome was unknown and the pelvic pain, dysmenorrhoea and dyspareunia had resolved. The reporter considered anxiety, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirmed essure device unsuccessfully occluded . Concerning the injuries reported in this case, the following one were reported via social media vaginal bleeding. Most recent follow-up information incorporated above includes: on 6-jul-2018: plaintiff fact sheet received. New events depression, mental anguish and dyspareunia added. Outcome for event pain and dysmenorrhea updated to recovered. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of device / malposition of essure device/ migration of essure device location of device: uterus") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 36-year-old female patient who had essure (batch no. 752413) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)." On 18-feb-2011. Medical conditions: results: (B)(6) 2011 healthcare provider: unsatisfactory right tubal occlusion,satisfactory left occlusion, date of communication: (B)(6) 2011 indications: post essure done *right fallopian tube coil position: the proximal end of the outer coil is just distal to the cornua. The proximal end of the inner coil as noted above is about 3 cm distal into the tube. Previously administered products included for an unreported indication: oxaprozin from 9-sep-2010 to 21-oct-2010 and tramadol from 6-nov-2009 to 6-dec-2009. Concurrent conditions included headache, abdominal aneurysm, hypertension since 2001, seizures since 1999 and aneurysm cerebral since 1999. Concomitant products included ethinylestradiol;norethisterone acetate (junel) from april 2011 to may 2016 and ethinylestradiol;norethisterone acetate (loestrin) from 2009 to 2011 for contraception as well as cyanocobalamin since 2016, diclofenac12-mar-2009 to 2010, melatonin since 2016, oxaprozin (oxaprozine), paracetamol (acetaminophen), quinapril since 2001, rizatriptan since 1999, sulfamethoxazole;trimethoprim (bactrim ds) from 6-dec-2010 to 1-mar-2011, trandolapril;verapamil hydrochloride (tarka) since (B)(6) 2009 and verapamil since 2001. In november 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient had essure inserted. On 16-nov-2010, the patient experienced pelvic pain ("severe pelvic pain, pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2011, the patient experienced menstrual disorder ("abnormal menstruation"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines") and headache ("headaches"). The patient was treated with alprazolam and surgery (bilateral salpingectomy, hysterectomy (full) on (B)(6) 2016 and ablation (B)(6) 2013). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, menorrhagia, menstrual disorder, vaginal haemorrhage, female sexual dysfunction, cystitis, migraine, headache, depression and anxiety outcome was unknown and the pelvic pain, dysmenorrhoea and dyspareunia had resolved. The reporter considered anxiety, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrempcy date of removal -(B)(6) 2016, (B)(6) 2016 occlusion: on the last spot film obtained there appears to be a very tiny amount of contrast is seen in the tube just distal to the proximal marker of the outer coil but does not reach to the inner coil. On the overhead image after completion of the study no contrast is evident within the tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: confirmed essure device unsuccessfully occluded. Post essure done *right fallopian tube coil position: the proximal end of the outer coil is just distal to the cornua. The proximal end of the inner coil as noted above is about 3 cm distal into the tube. Occlusion: on the last spot film obtained there appears to be a very tiny amount of contrast is seen in the tube just distal to the proximal marker of the outer coil but does not reach to the inner coil. On the overhead image after completion of the study no contrast is evident within the tube.; on (B)(6) 2011: result: unilateral occlusion (left tube occluded), failure to occlude (close) fallopian tubes.. Concerning the injuries reported in this case, the following one were reported via social media vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-jan-2019: pfs received: pfs received: event device migration updated to device expulsion, ablation added as surgery to menorrhagia, concomitant drugs, medical history, event onset date, product, patient & reporter information updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device / malposition of essure device") in a 36-year-old female patient who had essure (batch no. 752413) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)." On (B)(6) 2011. The patient's concurrent conditions included headache and abdominal aneurysm. Concomitant products included anovlar (loestrin) from 2009 to 2011 for contraception as well as paracetamol (acetaminophen), quinapril since 2001 and verapamil since 2001. In (B)(6) 2010, the patient experienced pelvic pain ("severe pelvic pain, pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), depression ("depression"), anxiety ("mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (bilateral salpingectomy, hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, menstrual disorder, vaginal haemorrhage, menorrhagia, female sexual dysfunction, cystitis, migraine, headache, depression and anxiety outcome was unknown and the pelvic pain, dysmenorrhoea and dyspareunia had resolved. The reporter considered anxiety, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirmed essure device unsuccessfully occluded. Concerning the injuries reported in this case, the following one were reported via social media vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device / malposition of essure device") in a 36-year-old female patient who had essure (batch no. 752413) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)." On (B)(6) 2011. The patient's concurrent conditions included headache and abdominal aneurysm. Concomitant products included paracetamol (acetaminophen). In (B)(6) 2010, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("severe pelvic pain, pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menstrual disorder ("abnormal menstruation"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery ((B)(6) 2016 bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, dysmenorrhoea, menstrual disorder, vaginal haemorrhage, menorrhagia, female sexual dysfunction, cystitis, migraine and headache outcome was unknown and the pelvic pain was resolving. The reporter considered cystitis, device dislocation, dysmenorrhoea, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirmed essure device unsuccessfully occluded concerning the injuries reported in this case, the following one were reported via social media vaginal bleeding. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received .reporter and patient demographics were added. Updated suspect drug indication. Concomitant disease, historical drug were added. Events vaginal bleeding, menorrhagia, bladder disorder, apareunia, migraines, headaches, dysmenorrhea added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of device / malposition of essure device/ migration of essure device location of device: uterus') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 36-year-old female patient who had essure (batch no. 752413) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)." On (B)(6) 2011. The patient's previously administered products included for an unreported indication: oxaprozin from (B)(6) 2010 to (B)(6) 2010 and tramadol from (B)(6) 2009 to (B)(6) 2009. Concurrent conditions included hypertension since 2001, seizures since 1999, aneurysm cerebral since 1999, headache and abdominal aneurysm. Concomitant products included ethinylestradiol;norethisterone acetate (junel) from (B)(6) 2011 to (B)(6) 2016 and ethinylestradiol;norethisterone acetate (loestrin) from 2009 to 2011 for contraception as well as cyanocobalamin since 2016, diclofenac (B)(6) 2009 to 2010, melatonin since 2016, oxaprozin (oxaprozine), paracetamol (acetaminophen), quinapril since 2001, rizatriptan since 1999, sulfamethoxazole;trimethoprim (bactrim ds) from (B)(6) 2010 to (B)(6) 2011, trandolapril;verapamil hydrochloride (tarka) since (B)(6) 2009 and verapamil since 2001. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain ("severe pelvic pain, pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and cystitis ("infection: bladder"). On (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2011, the patient experienced menstrual disorder ("abnormal menstruation"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines") and headache ("headaches"). The patient was treated with alprazolam and surgery (bilateral salpingectomy, hysterectomy (full) and ablation (B)(6) 2013). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, menstrual disorder, female sexual dysfunction, migraine, headache, depression and anxiety outcome was unknown and the menorrhagia, pelvic pain, dyspareunia, dysmenorrhoea, vaginal haemorrhage and cystitis had resolved. The reporter considered anxiety, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy date of removal (B)(6) 2016, (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirmed essure device unsuccessfully occluded. Post essure done: right fallopian tube coil position: the proximal end of the outer coil is just distal to the cornua. The proximal end of the inner coil as noted above is about 3 cm distal into the tube. Occlusion: on the last spot film obtained there appears to be a very tiny amount of contrast is seen in the tube just distal to the proximal marker of the outer coil but does not reach to the inner coil. On the overhead image after completion of the study no contrast is evident within the tube. Unsatisfactory right tubal occlusion, satisfactory left occlusion; on (B)(6) 2011: unilateral occlusion (left tube occluded), failure to occlude (close) fallopian tubes. Concerning the injuries reported in this case, the following one were reported via social media vaginal bleeding. Lot number: 752413, manufacturing date: 2010/06, expiration date: 2013/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of device / malposition of essure device/ migration of essure device location of device: uterus'), embedded device ('essure embedded within the soft tissue') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 36-year-old female patient who had essure (batch no. 752413, 762413) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)." On (B)(6) 2011. The patient's previously administered products included for an unreported indication: oxaprozin from (B)(6) 2010 to (B)(6) 2010 and tramadol from (B)(6) 2009 to (B)(6) 2009. Concurrent conditions included hypertension since 2001, seizures since 1999, aneurysm cerebral since 1999, headache and abdominal aneurysm. Concomitant products included ethinylestradiol;norethisterone acetate (junel) from (B)(6) 2011 to (B)(6) 2016 and ethinylestradiol;norethisterone acetate (loestrin) from 2009 to 2011 for contraception as well as cyanocobalamin since 2016, diclofenac (B)(6) 2009 to 2010, melatonin since 2016, oxaprozin (oxaprozine), paracetamol (acetaminophen), qu in (B)(6) since 2001, rizatriptan since 1999, sulfamethoxazole;trimethoprim (bactrim ds) from (B)(6) 2010 to (B)(6) 2011, trandolapril;verapamil hydrochloride (tarka) since (B)(6) 2009 and verapamil since 2001. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and cystitis ("infection: bladder"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain ("severe pelvic pain, pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2011, the patient experienced menstrual disorder ("abnormal menstruation"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines") and headache ("headaches"). The patient was treated with alprazolam and surgery (bilateral salpingectomy, hysterectomy (full) and ablation (B)(6) 2013). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, embedded device, menstrual disorder, female sexual dysfunction, migraine, headache, depression and anxiety outcome was unknown and the menorrhagia, pelvic pain, dyspareunia, dysmenorrhoea, vaginal haemorrhage and cystitis had resolved. The reporter considered anxiety, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy date of removal (B)(6) 2016, (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirmed essure device unsuccessfully occluded. Post essure done: right fallopian tube coil position: the proximal end of the outer coil is just distal to the cornua. The proximal end of the inner coil as noted above is about 3 cm distal into the tube. Occlusion: on the last spot film obtained there appears to be a very tiny amount of contrast is seen in the tube just distal to the proximal marker of the outer coil but does not reach to the inner coil. On the overhead image after completion of the study no contrast is evident within the tube. Unsatisfactory right tubal occlusion, satisfactory left occlusion; on (B)(6) 2011: unilateral occlusion (left tube occluded), failure to occlude (close) fallopian tubes. Concerning the injuries reported in this case, the following one were reported via social media vaginal bleeding. Lot number: 752413 manufacturing date: 2010/06 expiration date: 2013/06. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 8-apr-2021: mr received. Reporters information added. Lot no. Added.event:essure embedded within the soft tissue added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of device/malposition of essure device/migration of essure device location of device: uterus'), embedded device ('essure embedded within the soft tissue') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 36-year-old female patient who had essure (batch no. 762413-not valid, 752413) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)." On (B)(6) 2011. The patient's previously administered products included for an unreported indication: oxaprozin from (B)(6) 2010 to (B)(6) 2010 and tramadol from (B)(6) 2009 to (B)(6) 2009. Concurrent conditions included hypertension since 2001, seizures since 1999, aneurysm cerebral since 1999, headache and abdominal aneurysm. Concomitant products included ethinylestradiol;norethisterone acetate (junel) from april 2011 to may 2016 and ethinylestradiol;norethisterone acetate (loestrin) from 2009 to 2011 for contraception as well as cyanocobalamin since 2016, diclofenac12-mar-2009 to 2010, melatonin since 2016, oxaprozin (oxaprozine), paracetamol (acetaminophen), quinapril since 2001, rizatriptan since 1999, sulfamethoxazole;trimethoprim (bactrim ds) from (B)(6) 2010 to (B)(6) 2011, trandolapril;verapamil hydrochloride (tarka) since (B)(6) 2009 and verapamil since 2001. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and cystitis ("infection: bladder"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain ("severe pelvic pain, pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2011, the patient experienced menstrual disorder ("abnormal menstruation"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines") and headache ("headaches"). The patient was treated with alprazolam and surgery (bilateral salpingectomy, hysterectomy (full) and ablation (B)(6) 2013). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, embedded device, menstrual disorder, female sexual dysfunction, migraine, headache, depression and anxiety outcome was unknown and the menorrhagia, pelvic pain, dyspareunia, dysmenorrhoea, vaginal haemorrhage and cystitis had resolved. The reporter considered anxiety, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy date of removal (B)(6) 2016, (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2011: confirmed essure device unsuccessfully occluded. Post essure done: right fallopian tube coil position: the proximal end of the outer coil is just distal to the cornua. The proximal end of the inner coil as noted above is about 3 cm distal into the tube. Occlusion: on the last spot film obtained there appears to be a very tiny amount of contrast is seen in the tube just distal to the proximal marker of the outer coil but does not reach to the inner coil. On the overhead image after completion of the study no contrast is evident within the tube. Unsatisfactory right tubal occlusion, satisfactory left occlusion; on (B)(6) 2011: unilateral occlusion (left tube occluded), failure to occlude (close) fallopian tubes. Concerning the injuries reported in this case, the following one were reported via social media vaginal bleeding. Lot number: 752413; manufacturing date: 2010/06; expiration date: 2013/06. Lot number reported (762413) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2021: update of information (batch is not valid). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of device / malposition of essure device/ migration of essure device location of device: uterus') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 36-year-old female patient who had essure (batch no. 752413) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)." On (B)(6) 2011. Medical conditions: results: (B)(6) 2011 healthcare provider: unsatisfactory right tubal occlusion,satisfactory left occlusion, date of communication: (B)(6) 2011 indications: post essure done *right fallopian tube coil position: the proximal end of the outer coil is just distal to the cornua. The proximal end of the inner coil as noted above is about 3 cm distal into the tube. Previously administered products included for an unreported indication: oxaprozin from (B)(6) 2010 to (B)(6) 2010 and tramadol from (B)(6) 2009 to (B)(6) 2009. Concurrent conditions included hypertension since 2001, seizures since 1999, aneurysm cerebral since 1999, headache and abdominal aneurysm. Concomitant products included ethinylestradiol;norethisterone acetate (junel) from (B)(6) 2011 to (B)(6) 2016 and ethinylestradiol;norethisterone acetate (loestrin) from 2009 to 2011 for contraception as well as cyanocobalamin since 2016, diclofenac (B)(6) 2009 to 2010, melatonin since 2016, oxaprozin (oxaprozine), paracetamol (acetaminophen), quinapril since 2001, rizatriptan since 1999, sulfamethoxazole;trimethoprim (bactrim ds) from (B)(6) 2010 to (B)(6) 2011, trandolapril;verapamil hydrochloride (tarka) since (B)(6) 2009 and verapamil since 2001. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain ("severe pelvic pain, pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2011, the patient experienced menstrual disorder ("abnormal menstruation"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines") and headache ("headaches"). The patient was treated with alprazolam and surgery (bilateral salpingectomy, hysterectomy (full) on (B)(6) 2016 and ablation (B)(6) 2013). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, menstrual disorder, female sexual dysfunction, migraine, headache, depression and anxiety outcome was unknown and the menorrhagia, pelvic pain, dysmenorrhoea, vaginal haemorrhage, cystitis and dyspareunia had resolved. The reporter considered anxiety, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrempcy date of removal -(B)(6) 2016, (B)(6) 2016 occlusion: on the last spot film obtained there appears to be a very tiny amount of contrast is seen in the tube just distal to the proximal marker of the outer coil but does not reach to the inner coil. On the overhead image after completion of the study no contrast is evident within the tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: confirmed essure device unsuccessfully occluded. Post essure done *right fallopian tube coil position: the proximal end of the outer coil is just distal to the cornua. The proximal end of the inner coil as noted above is about 3 cm distal into the tube. Occlusion: on the last spot film obtained there appears to be a very tiny amount of contrast is seen in the tube just distal to the proximal marker of the outer coil but does not reach to the inner coil. On the overhead image after completion of the study no contrast is evident within the tube; on (B)(6) 2011: result: unilateral occlusion (left tube occluded), failure to occlude (close) fallopian tubes. Concerning the injuries reported in this case, the following one were reported via social media vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome for vaginal bleeding, menorrhagia, bladder infection were updated as recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.